Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The reason for call was the stimulator was not working properly. Patient had not talked to anyone since implant. Patient turned it up and could feel the tingling and then it would go off for unknown minutes: 10 min, an hour, 3 hours and then it comes back on and then goes off. Stim was not supposed to do that. Hcp said to call medtronic. The issue started about 2 months ago. Patient said they had stim turned down lower but patient was in the ICU for 4 days laying in a bed and it "killed me". Before that, pt did not feel stim and they told pt it was normal with this new implant. When in ICU, patient turned stim up to where they could feel it. Pt's intensity is in 10s and 11s and stim goes on and then off inconsistently. Pt had no falls/no trauma. Pt tried other groups and had the same issue. Pt has an apt tomorrow. Emailed the rep and reviewed with pt to have hcp call and schedule the rep. Pt mentioned they would like to get the problem with stim fixed because they were back to using the cane again. Pt mentioned they have a pump on the front of the body and the pain pump was the reason why they were in ICU. Pt said there was a medtronic rep there who turned their pump down to the lowest setting. Pt said there is no one that could figure out what happened to patient. Patient reported they had so many things wrong with them and the medical professionals could not keep up. Pt passed out, blood pressure dropped and oxygen dropped and a week later, it did the same thing. Pt went to the emergency room twice. They put an IV drip of narcan and turned pump down. It was like pouring bleach in the arm. It was horrible and terrible. They thought maybe it was built up of morphine in liver or it could be the pump but probably not. Nobody knew. Pt said they cannot say there was any issue with the pump. Pt then said they had a handset for the pump but did not know what this was for. Pt said they love mdt but it is not easy to get help. [See related information in (B)(4) - pump]

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Rep reported that they met with the patient and the hcp. Hcp did a full examination and was unable to determine why patient would be passing out, even though this has been an issue in the past apparently before the stimulator was placed. Hcp ordered an MRI and is going to refer him to a narcolepsy specialist. When rep connected to patient's device, he has his stim set to cycle one minute on every three minutes. He doesn't usually be investing where he can feel paresthesia bring it up the last couple of days and that explains why he was feeling stimulation coming on and off. Rep explained this to him and we built a new program that is some perception and does not cycle. He was happy with his pain coverage as well as his understanding of cycling. As of now the stimulator issue has been resolved.